Manufacturer narrative:
(B)(4). Batch # n91g52. The device was returned with the blade tip damaged with gouges marks and not broken off as reported. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. Probable causes of blade damage are external contact with hard surfaces during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon was using the device and after twenty activations the device stopped working. It seems that the device doesn't touch any metal part but they can't certify this, the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient.